Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, it was found that the suture had been detached from the needle. It was not a control release needle. The lot number is unknown. There were no adverse consequences to the patient.